Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the driver (rash8n) fractured on first use. The procedure was completed with another driver tip.

Manufacturer narrative:
One narrow right angle large hex driver tip 30mm (rash8n) was returned for investigation. A visual inspection of the as returned product identified wear about the driver body, tip, and latchlock. The driver is confirmed to be fractured in half at the middle portion. The product was too damaged to functionally test. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged fracture was confirmed. A root cause cannot be determined. The following sections have been updated: d4: (B)(4).

Event description:
No further event information available at the time of this report.